Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No alarms or unexpected vibrating anomaly during testing noted. No moisture damage found inside the insulin pump. The insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
Customer reported he went into the ocean with the insulin pump. Customer's blood glucose was unknown and current was 207 mg/dl. No moisture noted on the device. The device alarmed button error. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.